Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge with an unqualified handpiece. The product investigation could not identify a root cause for the reported complaint. The toric lens associated with this reported complaint corrects for three drops of cylinder. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info phone, fax, and mail. A completed questionaire was received on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported two identified pt's with unexpected outcomes following intraocular lens (iol) implant procedures with toric lenses. This pt was bilaterally implanted and the surgeon reported the lens for the first eye provided zero astigmatic correction. The lens for the second eye corrected only half of the expected astigmatism leaving one and a half diopters of cylinder. The surgeon reported that she thinks she has received monofocal lenses in a toric package with dots on the lens in three cases, and a lower power than packaged on the fourth. Add'l info was received from the technician reporting that the outcome of the event continues. The surgeon continues to f/u with the pt. In the surgeon's opinion, the lens did not correct the astigmatism. The surgeon reported the lens is in the capsular bag and the cylinder axis is within five degrees of the intended axis. Posterior capsule opacification was observed in both eyes and was treated with a yag laser procedure. The pt will f/u in four months to determine whether a lasik procedure will be required. There are four medical device reports associated with this event. This report is for the pt who has been bilaterally implanted, right eye. A report for the two lenses with no pt identifiers was reported under MFR report number: 1119421-2013-00885.